Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Two months post procedure the pt was reassessed for vaginal and pubic area discomfort. The pubic anchors were found to be "free floating" and the pt was diagnosed with a staphylococcal infection. Both anchors and the sling were removed. "Surgical trauma and impaired vascular circulation can injure periosteal integrity of the symphysis pelvis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone."1 a staphylococal infection may be attributed to a nosocomial source. "Osteomyelitits of the pubis: complication of a stamey urethropexy, "the journal of urology, vol. 151 (june 1994), pp 1638-1640.